Event description:
Unit failed to deliver breath during ventilation as indicated on a failure report observed while at facility. Customer took patient off ventilator after no breaths were being delivered, manually bagged pt. And looked for leaks - found none. Put patient back on vent and still no breaths given. Took pt off vent, transported patient and placed on another vent.